Event description:
Low impedance after extraction of medtronic rv lead and lead was damaged due to the extraction. Bsx lead was explanted and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).